Event description:
It was reported that: "hex head screwdriver failed, could not pull screw out of screw caddy. Screw head stripped when trying to implant into patient."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.